Manufacturer narrative:
A ge rep conducted an onsite eval. The x-ray tube was replaced. The system operates as intended.

Event description:
The customer reported that the 7900 system needed a new x-ray tube. No pt injury was reported.